Manufacturer narrative:
(B) (4). Evaluation results and conclusion: embolic event from the surgical procedure (de-branching)).

Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of a 6 cm thoracic aneurysm. Vessel morphology and other details were not reported. It was reported that the great vessels were debranched prior to the procedure. The thoracic aorta did not contain thrombus or plaque. It was reported that the pt encountered a stroke two days post stent graft implant. The physician commented that this was not device related and there were no adverse events related to the device. The neuro radiologist did a work up and commented that this is likely due to an embolic event from the surgical procedure (de-branching). No additional clinical sequelae were reported and the pt has some drooping on the right side of the face and numbness in the hands, but is functional.